Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. This report is associated to a similar product sold in the us with 510(k) number k892432. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the operation, on 3 occasions, the device were porous. This defect led to numerous manipulations of intubation and extubation on stylet and greatly lengthened the duration of the process creating hypoxia. It was also reported the patient had clinical consequences of tracheal wound, emphysema, and respiratory distress (also caused by covid). Because of the contamination the ett were not kept.